Manufacturer narrative:
Insulin pump had a button error alarm due to corroded keypad traces. Insulin pump had moisture damage on electronics, minor scratches on display window, cracked reservoir tube lip and cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The device was exposed to rain water. The customer's blood glucose was 7.1 mmol/l. The customer was advised that the insulin pump needs to be replaced. Nothing further was reported.